Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the error in the logs and noticed numerous fault #53 which states "fos continuous bit failed the fiber-optic sensor failed the continuous built in test. This fault is generated by the fiber-optic module." The fse replaced the fiber-optic module and tested the unit. Unit ran for an hour on test catheter without any issues. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. This occurred when the patient was being switched from the cardiosave hybrid to the cardiosave rescue unit. No patient harm, serious injury or adverse event was reported.